Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter and that the meter may have contributed to the patient's alleged blood clot in the heart. On 14-mar-2024, the meter result at 8:49 am was reportedly 3.8 inr. On 21-mar-2024, the meter result at 7:06 am was reportedly 3.0 inr. The patient¿s heart was reportedly "stuck" in atrial fibrillation (afib) and the patient reportedly had a planned procedure on (B)(6) 2024 for a transesophageal echocardiogram (tee). The doctor reportedly did a scope echo to check the patient¿s heart, and a blood clot was reportedly found in the patient¿s heart. The patient reportedly was not harmed because of this event and no treatment was received. The patient reportedly did not have any symptoms and the doctor did not know when the clot occurred. The doctors reportedly increased the patient¿s inr range from 2.7 inr - 3.5 inr to 3.5 inr - 4.0 inr to try to dissolve the blood clot on its own and they wanted the patient¿s inr to be around 4.0 inr. The patient¿s current condition was reported to be fine. The patient reportedly has to test once a week. This MDR is being submitted with an abundance of caution.

Manufacturer narrative:
The serial number of the coaguchek xs meter is (B)(4).. The reporter's meter and three (3) test strips were provided for investigation and were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot and no error messages were received from the meter. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation: patient/consumer.